Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the procedure fluid began to build up around the antenna tip. The post procedure scan shows along with fluid pooling inside the patient a foreign body has been left in the patient, most likely the tip of the antenna. Functional testing found that the broken shaft is consistent with an external force on the shaft. Consistent with the user inadvertently applying excessive lateral or rotational force. It was reported that there was alarm activation issue, component was disengaged, device broke during application and has leaks. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a renal ablation, a 15cm antenna was used, and a room temperature normal saline bag was connected. There was an antenna temperature exceeded error message received within the first several seconds of ablation, so the bag was switched to a cooled saline bag, then the physician was able to proceed. Ablation was 5 minutes duration at 100w. Track ablation performed with a 1cm pull per 10 seconds (not a continuous pull). Live computed tomography (CT) was used during the procedure. There was clearly low density fluid identified at approximately 40 seconds into the ablation and mildly increased with continued ablation. After the antenna was withdrawn and before the final CT imaging, saline was spraying from the antenna tip. On post procedure CT, the antenna tip was seen in the kidney at about the midline/medial portion of the kidney at approximately the area that the antenna tip was placed at the beginning of ablation. It was believed only 1/3 was completed prior full separation, as suggested by appearance of adjacent fluid at 40 sec. However, of note the lesion was visibly smaller on post ablation images, meaning some ablation success.